Manufacturer narrative:
Date sent to the FDA: 01/11/2016. (B)(4). It was reported that the patient underwent bilateral medial hamstring lengthening, bilateral distal femoral extension osteotomy and bilateral patellar tendon lengthening on (B)(6) 2015. 21 days post-operatively, the steristrips were removed and the right showed a small area of fluid collection and serous drainage but no evidence of infection or wound dehiscence. It was reported that 34 days post-op the patient experienced wound dehiscence with serosanguinous discharge. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2015 and suture was used. Approximately two weeks following the procedure, the patient experienced suture spitting at wound site and infection. The patient was possibly re-sutured. Additional information has been requested.